Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter stated that the threads on both the battery compartment and battery cap were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a pump reboot event was observed in the device¿s black box on (B)(4) 2014. The pump would not maintain an electrical connection with returned battery cap. The battery cap threads were found to be damaged. A test battery cap was used for all testing as it was able to fully tighten to the battery compartment. The battery compartment threads were intact with no observable damage. The battery compartment had a crack observed below the grip pad. The pump was exercised for 24 hours using the replacement battery cap with no reboot, loss of power or call service alarms being duplicated. There was no evidence of moisture or loose components inside the pump.